Event description:
It was reported that the patient presented in or after receiving multiple shocks. Review of the egms revealed far-p wave oversensing. Decreased sensing and lead dislodgement due to twiddler syndrome were noted. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.